Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd safetyglide¿ sterile hypodermic needle disconnected from the hub when trying to activate the safety device, safety failure. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: one loose 1ml assembled syringe with needle was received by bd canaan and reported to be from batch #7271568 (p/n 305902). The sample was visually evaluated. Note p/n 305902 is a safetyglide needle-only product. The attached safety glide needle was partially activated. The needle cannula was detached from the needle hub. From the complaint description the safety mechanism was attempted to be activated while the needle was still inside the patient, which is against the proper use of the device. DHR review for batch 7271568 (p/n 305902): manufacturing date: 10/27/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7271568 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: product defect could not be confirmed due to misuse by end user.